Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device experienced distal erosion of the right cylinder. The physician removed the ipp system and implanted the left side with a tactra prosthesis. No further patient complications were reported.

Manufacturer narrative:
C2/d10: concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Erosion is acknowledged within the IFU and are not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent erosion related symptoms. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.